Event description:
International customer reported that the drain broke while the attending nurse was attempting to milk the contents of the device. The drain broke external to the body. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion codes: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 48120isp, mfg: 07/11/2008; exp: 07/31/2013. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria.